Manufacturer narrative:
This report is for an unknown rigidfix cross pin. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: ilkyu han, et al. (2005) "broken bioabsorbable femoral cross-pin after anterior cruciate ligament reconstruction with hamstring tendon graft", the american journal of sports medicine, vol. 33, no. 11, pages 1742-1745 (south korea). The study emphasizes on an (B)(6)-year-old college student who sustained an injury to his right knee while performing a martial arts maneuver. Patient experienced recurrent pain and swelling of the knee after playing sports and even during activities of daily living. The patient visited an orthopaedic clinic in a general hospital 24 months after the injury and was diagnosed with a complete tear of the acl, a longitudinal tear of the medial meniscus, and a radial tear of the lateral meniscus. The case report describes the following procedure: arthroscopic acl reconstruction with inside-out suture repair of the medial meniscus and partial lateral meniscectomy. The devices involved were: the rigidfix system (mitek products) and intrafix (innovasive devices inc, (B)(4)) were used for femoral and tibial fixations, respectively. A staple was used to augment the tibial fixation. Complications mentioned in the case report were: after surgery, the patient was recommended to go on a standard rehabilitation program, but he could not return to his previous level of activity because of pain and discomfort in the operated knee. During evaluation, the ap plain radiograph showed that the tibial tunnel was more vertical than recommended. A radial tear of 2 mm in the lateral meniscus was found and trimmed. A broken piece of rigidfix was found, about 2 cm long with its pointed end, lodged in the popliteal hiatus.